Event description:
It was reported that the insulin pump is malfunctioning. The insulin pump tried to over-deliver insulin. The insulin pump informed customer that she was high, but she was running low and tried to give insulin to correct. Customer removed the insulin pump before the insulin was delivered. The buttons were not responding. The battery was changed and the insulin pump alarmed battery out limit. The blood glucose reading is 45 mg/dl. The insulin pump was worn next to the skin. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had normal operating currents and no unexpected off/no power, low battery out limit alarms noted. The insulin pump had a cracked lcd window, cracked display window corner and broken reservoir tube lip.